Manufacturer narrative:
According to the customer, on (B)(6) 2023 after inserting an intravenous catheter the nurse noted the "hub had blood leakage and moved too freely under the tegaderm". The customer reported after removing the tegaderm she noted the catheter was not connected to the hub. The customer reported there was a palpable "lump" under the skin and a physician had to perform "a cut-down procedure" to remove the catheter from the patient. The customer reported there was "no visible trauma to the catheter or its hub." Sample requested for return evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 after inserting an intravenous catheter the nurse noted the "hub had blood leakage and moved too freely under the tegaderm". The customer reported after removing the tegaderm she noted the catheter was not connected to the hub.